Event description:
It was reported that patient underwent hip revision arthroplasty utilizing metal on metal acetabular cup and modular head in 2002. Subsequently, patient was revised in 2009 to remove and replace the components. No further information has been provided to date.

Manufacturer narrative:
Review of device history records show that lot released with no recorded anomaly.evaluation of the returned component revealed evidence of deformation in several places on the outer rim and of fracture in two regions. It could not be determined how much of the deformation and fracture might have occurred during removal of the component. The bearing surfaces of the component exhibited wear apparently due to a third body abrasive trapped in the clearance. Based on the appearance of the component, the wear rate did not appear to be excessive. The sphericity values of the cup were still within manufacturing tolerances. The bearing diameter of the cup was measured to be twenty micrometers smaller than the minimum print specification, however, the measurement may not be accurate since the component was explanted. Even if the measurement was accurate, the deviation would not impact the performance of the device based on the original diametral clearance specification. The anti-rotation fins on the outside of the component were still intact and there was no evidence of removal of the porous coating, which was mostly obscured by bony ingrowth.although it appears that some type of third body particle was present, the source and identity of the agent could not be established during visual examination.

Manufacturer narrative:
Evaluation in process, but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA.

Event description:
It was reported that patient underwent total hip arthroplasty utilizing metal on metal acetabular cup and modular head in 2002. Subsequently, patient was revised in 2009 to remove and replace the components. No further information has been provided to date.